Event description:
On 6/5/1998, the facility's senior buyer contacted the distributor's sales rep and informed him of the following: while attempting to place the device in the pt, the pinch-clamps broke in two consecutive devices. No problems were encountered with the third device. The two devices were scheduled to be returned to the MFR for evaluation. No further details were provided at this time.